Event description:
Information received by medtronic indicated that the insulin pump had other critical insulin pump error. Customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
After battery installation, the unit powered up with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests or verify critical pump error (open book) and unable to download history files and traces due to display anomaly. Pump was cut open to perform visual inspection and found moisture on electronic assembly, internal battery connector, vibrator, and motor during visual inspection. Swapping out test boards confirms blank display is isolated to electronic assembly with no effect. Force sensor zero offset specification (0.4mv). Unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Critical pump error (open book) unknown due to blank display. Blank display due to moisture damage electronic assembly. Pump exposed to moisture confirmed. Unable to download history files and traces due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.